Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the balloon leaked, blood was seen in the tubing, and a "leak in iab catheter" alarm was generated. The customer reported that the blood had not reached the iab pump (iabp), therapy was discontinued and the iab was removed. The emergency service specialist informed the customer to make sure the iab was completely removed from the patient. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The extender and pressure tubing was also returned. A visual examination of the product detected the inner lumen within the membrane was completely separated within a kink approximately 26.2cm from the iab tip. One kink was noted in the catheter tubing approximately 59.2cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting extracorporeal tubing, extender and pressure tubing was performed and a leak was confirmed at the inner lumen separation. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing causing the reported problems. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the balloon leaked, blood was seen in the tubing, and a "leak in iab catheter" alarm was generated. The customer reported that the blood had not reached the iab pump (iabp), therapy was discontinued and the iab was removed. The emergency service specialist informed the customer to make sure the iab was completely removed from the patient. There was no reported injury to the patient.